Event description:
The customer reported no signal from the m1663a trunk cable. No patient incident/injury was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.